Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failing intermittently. The field service engineer found that the remote manager was rubbing against the remote when closing and half of the remote had fallen off and was reattached to the fridge door. The fse removed and replaced double-sided tape. The fse aligned with the remote manager properly to fix the issue, and the pharmacist verified functionality of the remote manager after alignment. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager was failing intermittently. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.